Event description:
It was reported that during a bowel obstruction removal procedure, the device had to be closed with much force. Firing was very hard. The device did not cut or staple. The operation was successful. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received in good visual condition and with a reload in the device. The reload was received partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verity the condition of the internal components, and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The device closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.